Event description:
Related manufacturer reference number : 2017865-2022-38816. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the pacemaker showed 3 months of remaining longevity. Premature battery depletion was suspected due to the longevity indicated. Also, the lead exhibited high capture threshold. No intervention was performed. The patient was in stable condition.